Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the customer was experiencing high blood glucose of 499 mg/dl. Customer then attempted to deliver 18.9 units of insulin but it only administered 12.5 units and it alarmed insulin flow block. Customer attempted again to administer a unit of the 6.1 and only 0.9 units when through, then finally 4.8 units. Troubleshooting was performed on the insulin pump. Customer was advised to disconnect at the quick release and administer fill cannula and insulin exited. Customer was then advised to perform a prime and insulin exited. Customer was advised to change the entire infusion set and return for analysis. The insulin pump, reservoir, and infusion set are not returning for analysis.

Manufacturer narrative:
The product information have been updated with this report.